Event description:
A (B)(6) y/o female was admitted for outpatient procedure for right shoulder arthroscopy / rotator cuff repair / subacromial decompression. During right arthroscopic shoulder repair, the distal 2 - 1 1/2 mm of the "scorpion" needle tip broke off in pt. An xray was obtained and the needle tip was noted in pt's joint. Surgeon attempted to locate the tip in pt's joint and was unsuccessful. Post procedure, the pt was stable and taken to recovery room.